Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the display on the insulin pump had been going blank. They had called back on (B)(6) 2014 with a blank display, the display returned and a battery cap replacement was sent, but she stated that they had been having issues again after receiving the new battery cap. She explained that the screen would stay blank after putting in a new battery and they would take the battery out and have to reinsert it several times until the display returns. Customer's blood glucose value was 182 mg/dl. It was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump would be replaced and they agreed to return the product for analysis.